Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist has mailed a letter and classified the complaint based upon information the patient gave to the customer care advocate, cca in 2008. The patient alleged that a day prior at 6pm he noted that the display on his onetouch ultralink meter was damaged; it allegedly contained black lines. The patient did not indicate whether he tested and also whether he saw the numbers. Reportedly, the patient became "sweaty, drowsy, and out of it" after the alleged issue began. The patient drank orange juice to alleviate the symptoms. He did not require medical attention from another person or an hcp. The cca replaced the meter. Because the patient alleged that he developed symptoms after the issue began, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Year and age was not provided although the month and day is july 15.